Event description:
The 840 ventilator stopped cycling while in use on a pt. The customer stated that the pt was unharmed by the event. The nellcor puritan bennett customer support engineer (cse) could not duplicate the event, but did verify an error code that supports the customer's claim. The cse inspected the device and replaced the components associated with the error code. The unit passed extended self testing.